Event description:
It was reported that (1) hp052 was used during a laparoscopic hysterectomy procedure. It was reported by the rep that the handpiece toned out during procedure. Replaced blade and then toned out again. Used tested tip and still had solid tone. Replaced with a different handpiece and completed the case. There was no consequence to pt.